Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1200, serial #: (B)(4), description: precision montage MRI ipg sterile kit. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that after an implant procedure, the patient had developed a hematoma which caused loss of feeling in the legs. The physician explanted the device and evacuated the hematoma. The patient was improving greatly with the help of a physical therapist.